Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a foreign material was found inside the unopened pouch. See block h11 for full investigation details.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). (B)(6). Phone: (B)(6). Block h6: imdrf device code a1801 captures the reportable investigation result of foreign material present inside the pouch. Block h11: investigation results. The device was returned for analysis in its unopened pouch. During visual and microscopic inspection, a foreign material was found. No other problems with the device were noted. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Product analysis was performed, and it was found that the device had evidence of foreign material inside the original pouch. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. An investigation to address this problem is in progress.